Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two unknown cortex screws. Part and lot numbers were not provided by reporter. Other¿UDI# is unavailable. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. (B)(4) revision/explant surgery. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2015 due to post-operative pain in her left heel. The patient was initially implanted with six (6) screws on an unknown date to treat an unspecified left ankle injury. During the revision surgery two (2) intact cortex screws were removed from the lateral side of the ankle and the remaining four (4) screws were left in place. There was no surgery was successfully completed with without delay. The patient's post-operative status was reported as "fine." There was no allegation of complaint against the four (4) remaining screws which were left implanted in the patient. This report is for two unknown cortex screws. This report is 1 of 1 for (B)(4).